Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that review of the submitted left ventricular assist device event and periodic log files revealed multiple dclink_I events that appeared to be due to the current sense value being locked at 440 milliamperes.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed events consistent with a current sense monitoring issue. Review of the submitted left ventricular assist device event and periodic log files revealed multiple dclink_I events due to the current sense value being invalid. The pump appeared to have operated as intended at the set speed and there were no other notable events observed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(4)., with no additional complaints reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. D, are currently available. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.